Event description:
It was reported that this pacemaker was explanted. The reason was not provided. A new pacemaker was successfully implanted. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.

Manufacturer narrative:
The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable. The allegation could not be confirmed by laboratory analysis.

Event description:
It was reported that this pacemaker was explanted. The reason was not provided. A new pacemaker was successfully implanted. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.